Event description:
Noted on routine remote transmission significant battery drain since about 8 months ago. Bsc tech support contacted, engineers confirm premature battery drain. Recommends generator change within 90 days. Manufacturer response for pacemaker, l321 accolade el (per site reporter). No final report from manufacturer yet.